Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and keypad anomaly. Customer's blood glucose level went as high as 400 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the keys were unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads.